Event description:
It was reported the pt's ipg would not communicate with her programmer or her charger. The pt met with her physician for consultation, and it was determined the ipg had flipped in the pocket. On (B)(6) 2011, the physician surgically placed the ipg in the correct orientation. In addition, a prolene mesh was used to cover it, and the ipg was sutured. No further complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.